Event description:
The customer reported to olympus that during water ablation of the prostate using this outer sheath, the tip broke off in the patient. A cystoscopy with rigid graspers were required to recover the tip. The procedure was prolonged for 45 minutes. The patient needed a foley catheter for few more days than planned. There were no reports of further patient or user harm associated with this event.